Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed, severely calcified, target lesion was in the proximal right coronary artery (rca). The lesion was predilated with an unk type balloon. The physician selected and attempted to advance a 4.0x24mm liberte' bare metal stent (bms) to the target lesion, but it was unable to cross the lesion. After "several attempts" to cross the lesion, the physician attempted to withdraw the stent into the unk type guide catheter when it was noticed that the stent appeared "flared." The device was able to be removed through the guide catheter. The procedure was completed with a non-bsc bms. There were no pt complications reported with the pt's current condition listed as "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.